Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed to recognize the ac power cord. The device's power management board, system board and power supply board were replaced to address the issue.